Event description:
It was reported that during a follow-up, the right atrial lead exhibited loss of capture and poor sensing. The lead had dislodged and fallen into the tricuspid annulus. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.